Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they felt the inserted device shocking them and it was hurting, they couldn't turn it down because the external device wouldn't turn on. Additional information was received. The patient called the surgery center and they said it was working when they left. They went to sit down the night prior in the recliner and they must have sat down wonky, they felt like they got zapped in the ass. It shot down their leg and up their spine. It felt like they put their finger in a light socket. The caller was walked through checking their settings and they were on program 1 at 0.9 volts. They decreased stimulation to 0.7 volts on the call. They said stimulation was comfortable at that level and they were going to monitor if they got zapped again. It was noted they were going to see the surgeon that did their sling on april 7th and had a follow-up with their managing physician in 6 weeks.